Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece for analysis measuring 64.4 cm. The damage found was sustained during the surgical procedure. The helix was clogged with blood and the inner coil was over-torqued due to procedural damage. The helix was found to be extended and bent due to procedural damage. No other anomalies were found. The reported events of no capture and r-wave amplitude variation were not confirmed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited loss of capture and reduced r-wave amplitudes, which indicated dislodgement. A chest x-ray was performed and confirmed the dislodgement. Upon repositioning, the helix could not retract and the physician explanted and replaced the lead. The patient was in stable condition.